Event description:
The user facility reported that the sampling tube was disconnected from the blood outlet port. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. Visual inspection of the actual device: - it was found that the sampling port connected to the blood outlet port had been damaged at the base. - it was also found that the blood cardioplegia port and gas outlet port had been deformed. Magnifying inspection of the actual device: - it was found that the damaged surface on the blood outlet port side had been deformed starting from between the front and bottom surfaces of the oxygenator. - regarding the sampling port side, it was found that the port was deformed and the internal tube was also crushed. Due to these factors, it was inferred that the sampling port was deformed due to the strong force applied to it, exceeding its limit strength and was damaged. Simulation test: - a strong impact load was applied to the sampling port of current product. As a result, it was found to be damaged at the base. - magnifying inspection was performed on the damaged surface on the damaged blood outlet port side. As a result, it was found that it was deformed starting from between the front and bottom surfaces of the oxygenator, as in the actual device. - regarding the sampling port side, it was also found that the port was deformed and the internal tube was also crushed. The manufacturing record and the shipping inspection record of the actual sample - no anomaly was found. Past complaint file: - no other similar report of the product with the involved product code/lot number was found. Manufacturing date: may 27, 2024. Cause of occurrence/conclusion: based on the investigation result, from the simulation test result, it was likely that the sampling port was damaged due to some strong force being applied suddenly. However, based on the condition of actual sample, it was not possible to clarify exactly when this event occurred. Relevant IFU reference: - do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. - if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.